Manufacturer narrative:
Initial reporter address: (B)(6). One (1) device of two (2) was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. The second device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) locking titanium adapters disconnected from the patient¿s peritoneal dialysis (pd) catheter. The first titanium adapter disconnected from the patient¿s pd catheter as the nurse pulled. The titanium adapter was replaced with a second adapter; however, the connection issue re-occurred. To resolve this issue, the adapter was replaced again, and the patient was able to continue with pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.